Event description:
While trying to cannulate the right coronary artery the catherter went into a dissection on the aorta. The physician decided to change the curve, because he realized that was not the best curve for that case. When removing the catheter he saw that the catheter was broken into two pieces. The curve piece was recovered from one of the patient's iliac with a snare. The procedure could not be completed on that day, but there were no patient complications related to this incidence.

Manufacturer narrative:
The physician was surprised because he didn't over manipulated the catheter and this is the first time he had encountered this problem with a cordis catheter, which he has been using for over 20 years. The part removed from the patient was kinked with the snare when they grabbed if for removal."